Event description:
The customer reported the power supply did not charge the batteries. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the power supply did not charge the batteries. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.